Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the patient had adjusted the settings and brought stimulation dramatically down from where the healthcare provider had originally set it. The patient was not getting the really good relief that they had before. It was noted that they get getting where they might feel the "stimulation" to void, but still didn't make it to the bathroom in time. They had to wear depends. The patient mentioned that when they had stimulation higher and stronger, they made it to the bathroom in time. They stated if they set it higher and felt it more strongly, it could possibly help with the symptoms. The patient mentioned that when they increased stimulation, the stimulation would dissipate after a day or two. It was noted that the patient had recent medical problems and procedures that were unrelated to the device/therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they have frequent urination, and is running to the bathroom. The patient noted they do not feel stimulation. The patient noted they were feeling the stimulation sensation like a strong vibration sensation however they were not feeling stimulation sensation. It was noted the therapy is on. The patient state there were emi exposure that could be related to the issue. The patient had a knee replacement surgery on (B)(6) and also mentioned that there were lots of emi interference at the hospital. The patient noted they have a lidocaine patch on their back. The patient noted they do not feel stimulation in the correct area. The patient noted after increasing from 1.2 to 1.3 she felt stimulation sensation strongly and was pulling her big toe. The patient decrease to 1.0 and confirmed that is much more comfortable for her. The patient noted the symptoms were sudden. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.